Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the ten day post implant follow-up, this lead was observed dislodged. A revision took place at which time the lead was removed and replaced with another lead of another manufacture. No adverse patient effects were reported and the lead is intended to be returned for analysis.